Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s spouse was outside working and when he came into the house, he found the patient unresponsive, seizing, and called emergency medical services. The spouse noted the patient¿s cgm displayed 300 mg/dl. The patient was transported to the hospital where her bg upon admission was 1200 mg/dl. The patient was admitted to the intensive care unit (ICU) with hypotension, seizures, and loss of consciousness. It was suspected the patient had sustained brain damage as she remained unresponsive for three days. The patient regained consciousness, was transferred out of the ICU and released four days later. The patient did not recall details of the event but was informed that her tandem pump was out of insulin and had not alerted. The patient sustained bed sores, kidney failure, and is home recovering. The patient is being worked up for a kidney transplant. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.